Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve side piercing with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve side piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle experienced poor sleeve function. This event occurred 6 times. The following information was provided by the initial reporter: the customer stated "the rubber cover on the needle in the holder is miss placed or doesn't retract."